Event description:
(B)(4) the provider states the chair is at max angle and chair not move intermittently. Per rick in tech, the drive lockout switch is either unplugged or the wiring is bad. No additional information available per the provider 7857hf